Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the anterior tibial artery. When the mini trek balloon catheter was being removed, vessel access was lost. Therefore, the mini trek balloon catheter and whisper guide wire were removed together as a single unit. At some point during removal of the devices, the guide wire tip had sheared off. Outside the anatomy, the guide wire tip was noted to have separated approximately 4 cm. The separated guide wire tip remains in the left tibial-peroneal trunk of the patient. A follow-up procedure to remove the separated guide tip is not planned. There was no adverse patient sequela reported. There was no clinically significant delay in the procedure. No additional information was provided.